Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad and two resolute onyx des implanted in the cx. One day post index procedure, postoperative related myocardial infarction was reported related to target vessel. The patient was treated with medication. The investigator assessed the event as not related to the device or antiplatelet medication. Sponsor assessed the event as not related to the device or antiplatelet medication. The patient recovered.